Event description:
It was reported that the pump touch screen had "spiderweb cracks" behind the display. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.